Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s power cable being damaged alongside signs of fluid ingress were confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6)) was observed to have a damaged white connector-side bend relief upon arrival with some green substance around the damage. Fluid was also observed inside of the controller¿s driveline connector. The controller was functionally tested and performed as intended despite the observed damages. The controller and its power cables were opened, and fluid ingress was observed throughout the cables and within the interior of the controller, affecting its inner wires and printed circuit boards. The provided log files did not capture any atypical events or alarms, and the pump operated as intended throughout the data. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the green corrosion was not identified. The patient was unsure how long the corrosion had been present. It was noted that the patient's international normalized ratio was subtherapeutic while in hospital. The controller was exchanged. During the exchange, a green liquid goo was noted on the driveline itself. The patient had not experienced any driveline alarms and was symptomatic with the exchange. Therefore, the driveline was not cleaned off prior to inserting it into the new controller. The patient experienced dizziness and a headache with the exchange, but symptoms resolved after a couple moments. Technical services stated that the foreign substance on the modular cable distal end connector likely transferred to the new controller. The customer was instructed to replace the controller again as well as the modular cable to make certain all the foreign substances was removed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was some green corrosion around the white power cable as well as some damage to the cable itself. Log files were sent for review. There were no unusual events recorded in the log files. It was noted that the system controller could be exchanged if the patient was stable.